Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s nurse at a rehabilitation facility discovered a fluid leak on the inside of the cassette door of their cycler. Less than a cup of fluid was noted. The nurse reported receiving an air detected in cassette alarm during drain 5 of 6 of treatment and the treatment was cancelled. Air bubbles were found in unused lines. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The nurse was advised to use the cycler for the next day¿s treatment. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the rehabilitation facility does not do manual treatments. There was no patient serious injury or medical intervention required as a result of this event, however, it was advised for the patient to add 6000 units of heparin daily to the heater bag. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s nurse at a rehabilitation facility discovered a fluid leak on the inside of the cassette door of their cycler. Less than a cup of fluid was noted. The nurse reported receiving an air detected in cassette alarm during drain 5 of 6 of treatment and the treatment was cancelled. Air bubbles were found in unused lines. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The nurse was advised to use the cycler for the next day¿s treatment. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the rehabilitation facility does not do manual treatments. There was no patient serious injury or medical intervention required as a result of this event, however, it was advised for the patient to add 6000 units of heparin daily to the heater bag. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.